Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: the pump's black box showed one unexplained pump reboot event on the complaint date at 19:33. The pump powered on with the returned battery cap and the battery cap was able to fully tighten. The battery compartment was intact with no damage observed. There was no evidence of contamination inside the battery compartment. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms were duplicated. The alleged issue could not be duplicated.